Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the pacemaker was undersensing in the atrium, and some events of atrial fibrillation were not sensed by the device. The device was reprogrammed, and the patient was in stable condition.